Event description:
Reporter indicated a patient with diagnosed with vocal cord paralysis after implantation of the vns therapy system. The reporter has stated that the vocal cord paralysis has resolved, but the patient is seeing a speech therapist due to cord compensation. No device failure as been alleged. The patient remains on vns therapy.